Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during bolus and basal deliveries. The blood glucose reading was 432 mg/dl, which was treated with manual injection. The customer stated that she was unable to troubleshoot the insulin pump because she did not have it present with her on the call. She stated that she would like to return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.